Event description:
I saw my endocrinologist in (B)(6) 2013. My diabetes 2 was well managed. I use the omnipod pdm with built in testing capability. I use freestyle test strips with the butterfly, yellow package, when I saw the endo two weeks ago, mid (B)(6) 2014, my alc was very bad. I also had been to see my pcp with abdominal pain, nausea, and ill-felling. I told her either my gerd was horrible or I had developed a gall bladder problem. I also told my endocrinologist. We decided to wait on further testing, but my pcp did change my gerd medicine to a higher dosage. I now find out that the test strips I picked up at the pharmacy on (B)(6) 2013, were not accurate. If the strips were underestimating my highs, then the pdm could not be providing me with enough insulin. This could cause a higher than normal alc. I also have had several yeast infections and now have an infection of my cuticle on my thumb and need to call the doctor today. I thought that the effects of continuously lower reading could explain why my doctor were very upset with me and after 4 years without oral medications, told me I needed the max dosage of metformin. I was very upset when I left the doctor. This goes back at least four months. I am on hold with abbott labs, from whom I received an urgent letter yesterday.

Event description:
F/u report from 03/14/2014 of report # mw5034758: this is my second report. I am so upset over the freestyle defective test strips that are used with my omnipod pdm. Not only am I upset that these defective strips have caused me serious complications associated with my undertreated diabetes, but with the general attitude and road blocking behavior of insulet corporation, the maker of the omnipod, and abbott who manufactures the test strips used conjunctively, with the omnipod diabetes pump. I picked up my new supply of strips on (B)(6) 2013. I used them with my omnipod pdm. From then until my check up with my dr, in (B)(6), I thought all was fine. Then, suddenly, I am scolded, my a1c is high. I am told that I am not managing my diabetes, properly. As a punishment, my dr said with a cruel look, now you will have to again take four huge horse pills a day, metformin, maximum dosage, until you shape up. I begin taking the dreaded pills that get caught in my throat. I agree, I am a diabetic failure. I had, after all, had 2 vaginal yeast infections recently. Then came the horrendous thumb infection. A visit to the doctor ended up with me needing antibiotics. Then a couple of days later, I get a belated letter from abbott; there is a problem, and we have known about it since november, but thought you'd like to know we will replace your defective test strips, free of charge. Then, the letter from omnipod our pump is fine. How can it be fine if it messed me up so bad? After the letter, I start comparing readings, my blood glucose readings are 70-100 less that what they are with my built in monitor. What was 200, was 300, so when I entered carbohydrate usage, the pump was not pumping enough insulin. This went on from (B)(6) 2013 to late (B)(6) when I was alerted by abbott, via the class 1 urgent letter. This week the infection continues and I had to return to the doctor. Now they suspect a fungal infection of my nail and report that surgery may be required to remove the nail. I am especially upset, because pt experience is being road blocked by both companies. When I called, I was only allowed to speak with a receptionist, who just re-read the letter, word for word. When I began to tell the omnipod receptionist of my problems, she refused to put me through to administration and eventually hung up on me. All abbott says is, in essence, we are sending out new strips, what more do you want? Omnipod is acting like they have no association with abbott, and it is only abbott's problem. Neither is working with pts to hear their stories, nor do they seem to care to. Omnipod, at the very least should be working 24/7 to advocate for their pump users, to validate their concerns, and to hear just how bad this really is. The bottom line is these test strips need to be better regulated and there should be a central reporting area, through omnipod, or if they are disinterested, through an independent reporting agency, that could study the impact on pts. Both companies are blaming the other, minimizing the damage, and clearly, not taking responsibility.